Event description:
The device was inspected before use with no issues noted. Physician was attempting to pre-dilate a severely calcified lesion with vessel tortuosity with a sprinter legend but the device could not pass the lesion due to the severe calcification and tortuosity. Another balloon was used to pre-dilate the lesion. One endeavor resolute then could not pass the lesion also due to the calcification and tortuosity. The device was removed from the patient and the physician changed bypass surgery. No effect on the patient. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the 10th, 11th and 12th distal segments of the stent were deformed. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿severe calcification and vessel tortuosity. Deformation problem - stent. Evaluation conclusions: device failure related to patient condition (lesion morphology) ¿severe calcification and vessel tortuosity. Known inherent risk of procedure ¿ (stent deformation). (B)(4).